Event description:
It was reported by the rep that the (1) sw100 and the (5) sw120 were used during a laparoscopic nissen fundoplication procedure. It was reported that the instrument was used to close the crura. The first cartridge fired and there was too much tension resulting in an air knot. The 2nd-5th cartridges loaded properly with the loop intact. Upon insertion and through cannula and passage of needle each time, the loop was not present to pass the needle through. Three cartridges were recovered, two were discarded and two sterile, from the same box, were returned for testing evaluation. The procedure was completed with extracorporeal suture techniques. There was no pt consequence.